Event description:
The customer reported that he had magnetic resonance imagining in the hospital and went in the room with the insulin pump, but it was removed from his body before the machine was turned on. Customer stated that the insulin pump alarmed motion sensor test failure and was not working. Customer's blood glucose was 170 mg/dl. The customer was assisted to perform displacement test and the insulin kept looping into the rewind sequence and unable to perform any type of displacement test. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
All operating currents were within specification. The insulin pump had a constant software error alarm during the rewind due to a motor encoder out of phase. The functional tests could not be completed due to the constant alarm. The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.